Event description:
Toothbrush heads become loose and just fall off - oral-b [device breakage]. Case narrative: consumer email stated that the toothbrush heads become loose and just fall off. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.